Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium result on a patient. There was no patient information available at the time of this report. Method: I-stat, results: 1.25 mmol, range: 1.12-1.40, sample: a . Method: lab, results: 1.69 mmol, range: 1.24-1.43, sample: b. Collection/test times, and test date were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There is no patient information provided. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 06/24/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for cg8+ lot w18319.